Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown. The customer was unable to perform troubleshooting at the time of the call due to the issue being a past event. The customer was advised to call back when the alarm occurred in order to troubleshooting. The customer was advised that the infusion sets would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.